Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the air hose for the cooling gas was not connected to the ventilator and was connected to a blender. Customer was running the 3100 with no cooling gas and got the oscillator overheat/ driver stopped alarm. When connected the air hose to the cooling gas port a loud whistle sound came from the back of the driver. When the fsr turned the ventilator on a slight burn smell came out from the back of the driver. The driver of the unit will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the 3100 b device experienced an oscillator overheat and oscillator stopped light while connected to a patient. The patient removed from the 3100b and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.